Event description:
A filament issue was reported with use of the abbott diabetes care (adc) device as the "the needle was stuck". The customer had contact with a healthcare professional, who pulled the needle out. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.